Manufacturer narrative:
Consumer admits to laying on the heating pad which is abuse of the product and a violation of the instructions and warnings provided. There is an instruction that states, "burns can occur regardless of control setting, check skin under pad frequently" and consumer failed to perform that instruction. Consumer has not returned the product.

Event description:
A consumer is alleging that her (B)(6) son was using a heating pad under his leg and received a burn to the back of leg.

Manufacturer narrative:
Consumer admits to laying on the heating pad which is abuse of the product and a violation of the instructions and warnings provided. There is an instruction that states, "burns can occur regardless of control setting, check skin under pad frequently" and consumer failed to perform that instruction. This incident is the direct result of consumer misuse/abuse of the product.

Event description:
A consumer is alleging that her (B)(6) year old son was using a heating pad under his leg and received a burn to the back of leg.